Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose levels were over 200 mg/dl and had lowered to 174 mg/dl at the time tandem customer technical support (cts) was contacted. The customer declined to trouble shoot with cts. The customer indicated that the cartridge and infusion set that had been in use for approximately four days would be changed.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. In addition, the user guide states to change the infusion set every 48-72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.